Manufacturer narrative:
The field service representative (fsr) replaced the latch and fixed the unit. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal motor had a broken pivoting latch that latches the motor to the disposable. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the broken latch was missing and therefore could not be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.